Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 700 mg/dl. Customer stated that he is a bridal diabetic and he was very thirsty and sick to his stomach. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.